Event description:
This case was initially received via regulatory authority FDA (reference number: mw5043396) on (B)(4) 2015. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("attempted removing the coils essure by pulling them out but they began to break apart"), pelvic pain ("persistent pelvic pain") and genital haemorrhage ("heavy bleeding") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, live birth on (B)(6) 2012 and live birth on (B)(6) 2014. She denied that she did not retain the essure or any portion of it. Concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone acetate (depo-provera) in (B)(6) 2014. In 2014, 183 days before insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant) and back pain ("severe back pain / persistent back pain (severe during ovulation)"). In (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping in my abdomen / lower abdominal (severe cramping pains)") and abdominal pain ("sever/ abdominal pain"). In (B)(6) 2015, the patient experienced fatigue ("persistent fatigue"), migraine ("headaches (migraine-like headaches)"), arthralgia ("pain in all of her joints (arms, legs, neck, feet) / joint aches"), abdominal distension ("bloating /abdominal bloating") and myalgia ("muscle aches"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), depression ("depression"), alopecia ("hair loss"), allergy to metals ("allergic to nickel"), mental disorder ("aggravated psychiatric and psychological condition") and complication of device removal ("complication of device removal"). The patient was treated with surgery (bilateral salpingectomy to remove essure) and surgery (bilateral salpingectomy to remove essure). Essure was removed in (B)(6) 2015. In (B)(6) 2015, the pelvic pain, abdominal pain lower, migraine and arthralgia had resolved. At the time of the report, the device breakage, genital haemorrhage, abdominal pain, fatigue, depression, alopecia, abdominal distension, myalgia, allergy to metals and mental disorder was resolving, the back pain had not resolved and the complication of device removal outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, complication of device removal, depression, device breakage, fatigue, genital haemorrhage, mental disorder, migraine, myalgia and pelvic pain to be related to essure. The reporter commented: it was reported that she was sensitivity to light and noise. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Hysterosalpingogram - in (B)(6) 2015: essure confirmation test quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6) 2017: reporter added. Patient demographics updated. Added historical condition, concomitant disease and concomitant medication. Suspect drug inaction updated. In (B)(6) 2014 she had severe/ persistent back pain, cramping in my abdomen (previously reported on 2014). In (B)(6) 2015, she had pain in all of her joints (arms, legs, neck, feet)/ joint aches, bloating /abdominal bloating, headaches (migraine-like headaches), fatigue, joint and muscle aches, abdominal pain. On an unknown date, she experienced events persistent pelvic pain, depression, hair loss, allergic to nickel, essure coil by pulling them out but they began to break apart. In (B)(6) 2015, she had removed essure device. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident; no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5043396) on 04-aug-2015. The most recent information was received on 15-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('attempted removing the coils essure by pulling them out but they began to break apart'), pelvic pain ('persistent pelvic pain') and genital haemorrhage ('heavy bleeding') in a 31-year-old female patient who had essure (batch no. B97499) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth on (B)(6) 2014, live birth on (B)(6) 2012, gravida ii and premature rupture of membranes. She denied that she did not retain the essure or any portion of it. Concurrent conditions included body mass index normal, mood altered, breast pain female, uterine pain, pain menstrual, menorrhagia and galactorrhea. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2014. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain / persistent back pain (severe during ovulation)") and headache ("headaches"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping in my abdomen / lower abdominal (severe cramping pains)") and abdominal pain ("sever/ abdominal pain"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("persistent fatigue"), migraine ("headaches (migraine-like headaches)"), arthralgia ("pain in all of her joints (arms, legs, neck, feet) / joint aches"), abdominal distension ("bloating /abdominal bloating") and myalgia ("muscle aches"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), depression ("depression"), alopecia ("hair loss"), allergy to metals ("allergic to nickel"), mental disorder ("aggravated psychiatric and psychological condition"), complication of device removal ("complication of device removal") and endometriosis ("endometriosis"). The patient was treated with surgery (bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2015. In (B)(6) 2015, the pelvic pain, abdominal pain lower, migraine and arthralgia had resolved. At the time of the report, the device breakage, genital haemorrhage, abdominal pain, fatigue, depression, alopecia, abdominal distension, myalgia, allergy to metals and mental disorder was resolving, the back pain had not resolved and the complication of device removal, headache and endometriosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, complication of device removal, depression, device breakage, endometriosis, fatigue, genital haemorrhage, headache, mental disorder, migraine, myalgia and pelvic pain to be related to essure. The reporter commented: it was reported that she was sensitivity to light and noise. The plaintiff stated that as soon as she woke up from surgery it felt like all her symptoms were gone. She stated she still has her ovaries and uterus (discrepant information reported). Left fallopian tube with essure coil as the specimen site, and consists of a 4.5 cm in length x 0.5 cm in diameter segment of fallopian tube without fimbriae. Embedded within the lumen is a portion of the essure coil. Additional segments are present in the container measuring up to 1.7 cm in length. Interim history: patient underwent a robotic hysterectomy and left salpingectomy (right sloping to have been removed in the past). Pathology confirmed fibroids. Patient here for postoperative visit. Was in the hospital for 2 days after presenting with fever and pelvic pain likely from vaginal cuff cellulitis. She recovered completely on antibiotics. Today she is feeling well denies pain and discomfort denies changes in bowel or bladder habits. Placement of essure with 4 coils visible on the left and 3 coils visible on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: results: essure confirmation test; on (B)(6) 2015: normal cervix. Normal uterus. Bilateral essures in place. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, depression, back pain, mental disorder, abdominal pain, abdominal pain lower. Most recent follow-up information incorporated above includes: on 15-nov-2019: reporter added. Essure lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5043396) on 04-aug-2015. The most recent information was received on 09-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('attempted removing the coils essure by pulling them out but they began to break apart'), pelvic pain ('persistent pelvic pain') and genital haemorrhage ('heavy bleeding') in a 31-year-old female patient who had essure (batch no: b97499) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth on (B)(6) 2014, live birth on (B)(6) 2012, gravida ii and premature rupture of membranes. She denied that she did not retain the essure or any portion of it. Concurrent conditions included body mass index normal, mood altered, breast pain female, uterine pain, pain menstrual, menorrhagia and galactorrhea. Concomitant products included medroxyprogesterone acetate (depo-provera) since on (B)(6) 2014. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain / persistent back pain (severe during ovulation") and headache ("headaches"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping in my abdomen / lower abdominal (severe cramping pains") and abdominal pain ("sever/ abdominal pain"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced fatigue ("persistent fatigue"), migraine ("headaches (migraine-like headaches"), arthralgia ("pain in all of her joints (arms, legs, neck, feet) / joint aches"), abdominal distension ("bloating /abdominal bloating") and myalgia ("muscle aches"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), depression ("depression"), alopecia ("hair loss"), allergy to metals ("allergic to nickel"), mental disorder ("aggravated psychiatric and psychological condition"), complication of device removal ("complication of device removal") and endometriosis ("endometriosis"). The patient was treated with surgery (bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the pelvic pain, abdominal pain lower, migraine and arthralgia had resolved. At the time of the report, the device breakage, genital haemorrhage, abdominal pain, fatigue, depression, alopecia, abdominal distension, myalgia, allergy to metals and mental disorder was resolving, the back pain had not resolved and the complication of device removal, headache and endometriosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, complication of device removal, depression, device breakage, endometriosis, fatigue, genital haemorrhage, headache, mental disorder, migraine, myalgia and pelvic pain to be related to essure. The reporter commented: it was reported that she was sensitivity to light and noise. The plaintiff stated that as soon as she woke up from surgery it felt like all her symptoms were gone. She stated she still has her ovaries and uterus (discrepante information reported). Left fallopian tube with essure coil as the specimen site, and consists of a 4.5 cm in length x 0.5 cm in diameter segment of fallopian tube without fimbriae. Embedded within the lumen is a portion of the essure coil. Dditional segments are present in the container measuring up to 1.7 cm in length. Interim history: patient underwent a robotic hysterectomy and left salpingectomy (right sloping to have been removed in the past). Pathology confirmed fibroids. Patient here for postoperative visit. Was in the hospital for 2 days after presenting with fever and pelvic pain likely from vaginal cuff cellulitis. She recovered completely on antibiotics. Today she is feeling well denies pain and discomfort denies changes in bowel or bladder habits. Placement of essure with 4 coils visible on the left and 3 coils visible on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram: on (B)(6) 2015: results: essure confirmation test; on (B)(6) 2015: normal cervix. Normal uterus. Bilateral essures in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5043396) on 04-aug-2015. The most recent information was received on 28-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('attempted removing the coils essure by pulling them out but they began to break apart'), device dislocation ('migration') and pelvic pain ('persistent pelvic pain') in a 31-year-old female patient who had essure (batch no. B97499) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth on (B)(6) 2014, live birth on (B)(6) 2012, gravida ii and premature rupture of membranes. She denied that she did not retain the essure or any portion of it. Concurrent conditions included body mass index normal, mood altered, breast pain female, uterine pain, pain menstrual, menorrhagia and galactorrhea. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage ("heavy bleeding"), back pain ("severe back pain / persistent back pain (severe during ovulation)") and headache ("headaches"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping in my abdomen / lower abdominal (severe cramping pains)") and abdominal pain ("sever/ abdominal pain"). In (B)(6) 2015, the patient experienced fatigue ("persistent fatigue"), migraine ("headaches (migraine-like headaches)"), arthralgia ("pain in all of her joints (arms, legs, neck, feet) / joint aches"), abdominal distension ("bloating /abdominal bloating") and myalgia ("muscle aches"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), depression ("depression"), alopecia ("hair loss"), allergy to metals ("allergic to nickel"), mental disorder ("aggravated psychiatric and psychological condition"), complication of device removal ("complication of device removal") and endometriosis ("endometriosis"). The patient was treated with surgery (bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2015. In (B)(6) 2015, the pelvic pain, abdominal pain lower, migraine and arthralgia had resolved. At the time of the report, the device breakage, genital haemorrhage, abdominal pain, fatigue, depression, alopecia, abdominal distension, myalgia, allergy to metals and mental disorder was resolving, the device dislocation, complication of device removal, headache and endometriosis outcome was unknown and the back pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, complication of device removal, depression, device breakage, device dislocation, endometriosis, fatigue, genital haemorrhage, headache, mental disorder, migraine, myalgia and pelvic pain to be related to essure. The reporter commented: discrepancy in essure insertion - (B)(6) 2014 and (B)(6) 2015 discrepancy in essure removal - (B)(6) 2015 and (B)(6) 2015. It was reported that she was sensitivity to light and noise. The plaintiff stated that as soon as she woke up from surgery it felt like all her symptoms were gone. She stated she still has her ovaries and uterus (discrepante information reported). Left fallopian tube with essure coil as the specimen site, and consists of a 4.5 cm in length x 0.5 cm in diameter segment of fallopian tube without fimbriae. Embedded within the lumen is a portion of the essure coil. Dditional segments are present in the container measuring up to 1.7 cm in length. Date of removal: (B)(6) 2015. Interim history: patient underwent a robotic hysterectomy and left salpingectomy (right sloping to have been removed in the past). Pathology confirmed fibroids. Patient here for postoperative visit. Was in the hospital for 2 days after presenting with fever and pelvic pain likely from vaginal cuff cellulitis. She recovered completely on antibiotics. Today she is feeling well denies pain and discomfort denies changes in bowel or bladder habits. Placement of essure with 4 coils visible on the left and 3 coils visible on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: results: essure confirmation test; on (B)(6) 2015: normal cervix. Normal uterus. Bilateral essures in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received. Reporter information added. Events: migration added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: mw5043396) on 04-aug-2015. The most recent information was received on 15-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("attempted removing the coils essure by pulling them out but they began to break apart"), pelvic pain ("persistent pelvic pain") and genital haemorrhage ("heavy bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, live birth on (B)(6) 2012 and live birth on (B)(6) 2014. She denied that she did not retain the essure or any portion of it. Concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone acetate (depo-provera) in (B)(6) 2014. In (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping in my abdomen / lower abdominal (severe cramping pains)") and abdominal pain ("sever/ abdominal pain"). In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant) and back pain ("severe back pain / persistent back pain (severe during ovulation)").in (B)(6) 2015, the patient experienced fatigue ("persistent fatigue"), migraine ("headaches (migraine-like headaches)"), arthralgia ("pain in all of her joints (arms, legs, neck, feet) / joint aches"), abdominal distension ("bloating /abdominal bloating") and myalgia ("muscle aches"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), depression ("depression"), alopecia ("hair loss"), allergy to metals ("allergic to nickel"), mental disorder ("aggravated psychiatric and psychological condition"), complication of device removal ("complication of device removal"), headache ("headaches") and endometriosis ("endometriosis"). The patient was treated with surgery (bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2015. In (B)(6) 2015, the pelvic pain, abdominal pain lower, migraine and arthralgia had resolved. At the time of the report, the device breakage, genital haemorrhage, abdominal pain, fatigue, depression, alopecia, abdominal distension, myalgia, allergy to metals and mental disorder was resolving, the back pain had not resolved and the complication of device removal, headache and endometriosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, complication of device removal, depression, device breakage, endometriosis, fatigue, genital haemorrhage, headache, mental disorder, migraine, myalgia and pelvic pain to be related to essure. The reporter commented: it was reported that she was sensitivity to light and noise. The plaintiff stated that as soon as she woke up from surgery it felt like all her symptoms were gone. She stated she still has her ovaries and uterus (discrepante information reported). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - in january 2015: essure confirmation test. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 16-nov-2017: new information via social media ¿ new event added: headaches and endometriosis. Outcome after essure removal was also provided. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.